Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm issue. This complaint is reportable as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/14/2016 with the following findings: the pump was powered on with auditory and vibration; however, the display screen was blank. The remaining steps for the reported "call service alarm issue¿ complaint was unable to be completed. The pump¿s cover was removed; moisture and corrosion was found to the printed circuit board on the eeprom. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.